Event description:
The reporting facility described a pt event involving a intracranial pressure catheter which fluctuated twice approx 30 degrees. The intracranial pressure did not read on the monitor. The oxygen and temperature functioned properly. The event required revision. The third catheter functioned properly once placed and secured to the pt as instructed by the integra-ls nurse educator. No pt injury occurred as a result of the event. Add'l clinical info requested from the reporting facility.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.